Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent instances of elevated and low blood glucose (bg) levels. Elevated bg level reported as "high", although specific value not provided; cause was not known. Customer addressed elevated bg by administrating a correction bolus via pump. Low bg level reported was 30 mg/dl, cause was not known. Customer had consumed glucose gel packet to address bg. Ultimately, customer went to the emergency room on (B)(6) 2024 due to the low bg, for a duration of approximately 6 hours. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.